Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an morphine. It was reported that the handset was lagging at 90 or 91% and the patient reported this had been going on for a long time. Agent reviewed and guided the patient through clearing the data. The patient was then able to connect to the pump without any lag and reported 1 hour 33 minutes until their next bolus. Agent assisted patient with clearing app tutorial.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh9020tdd (serial: (B)(6); implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.